Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing a s233 (overtemperature-psc) malfunction alarm code was noted. The probable cause of the s233 malfunction alarm code was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s233 (over temperature-psc) malfunction alarm code. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, a s233 (over temperature-psc) malfunction alarm code was noted in the device history. No additional information was provided.